Event description:
Customer reported an error condition of ls (light scatter) offset out of range was generated for the differential and reticulocyte parameters when using the coulter lh 750 hematology analyzer. The customer attempted to troubleshoot by flushing the flow cell, but did not resolve the errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a broken pinch valve vl46a. He replaced vl46a which fixed the error messages. The repairs were verified per established procedures. (B)(4).